Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the infusion set and had a high blood glucose value of 455 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised to replace the infusion set and the customer was referred to the health care provider. Nothing will be replaced or returned.